Manufacturer narrative:
(B)(4). Date sent: 5/9/2016 device and pt info: added additional information intra-operative photos were provided. One picture shows a close up of the anvil and channel, there is a reload present and the anvil can be seen bent upwards. The second picture shows a comparison between two devices. Based on the pictures alone the event description is confirmed, however no conclusion could be reached as to how the damage to the device occurred. Device and cartridge analysis may be able to provide enough evidence to determine the cause of the issue.

Manufacturer narrative:
(B)(4). Date sent: 04/11/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: did the same issue occur with both devices? If not, what is the reported issue with the 2nd device being returned? Same issue occurred with both devices during the procedure.

Event description:
It was reported by the affiliate that during a laparoscopic sleeve resection procedure, after second and third firing, the anvil bent out of shape and the jaw did no longer fit into the trocar, even though the jaw was closed. For safety purposes, the device was replaced by another like device in order to complete the procedure without any further difficulties. No further details available. There were no adverse consequences for the patient reported.